Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 75% stenosed proximal circumflex (cx). A non-abbott guide wire was placed in the left anterior descending artery. The whisper guide wire was placed in the left cx. Both non-abbott dilatation balloons ruptured during pre-dilatation. A cutting balloon was advanced; however, did not cross the lesion. There was no resistance between the cutting balloon and the guide wire. At this time, the whisper guide wire was observed to be separated proximal to the guide wire exit notch of the cutting balloon. The separated whisper guide wire and the cutting balloon were removed together as a unit, leaving nothing in the patient. A non-abbott balloon was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: lacrosse, lacrosse nse, scoreflex cutting balloon; guide wire: runthough, grandslam. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.